Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during cystoscopy with planned lithotripsy (laser guided through scope) on (B)(6) 2024, the scope image was flickering, and they could not complete the procedure. The patient (a neutered male) had to be recovered from anesthesia without resolution of the urinary stones. Luckily the patient tolerated anesthesia fine. However, trialing multiple scopes increased urethral inflammation and risk of infection so the patient needed to be discharged with anti-inflammatories and antibiotics.

Manufacturer narrative:
The item was received; however, since this device was used and the infectious status of the patient was not confirmed, the device was unable to be shipped outside of the us to the manufacturing site to be evaluated safely. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: result of investigation: two unused samples of the pack (lot 500078221) have been returned - the device which showed the picture problem has been discarded by the user. Endoscopes have been tested with c-mac monitor 8404 zx sn: (B)(6): work as intended - no picture disturbance detectable. As no product has been returned a final determination of the root cause is not possible. In similar cases with the same product, several reasons for the missing image have been detected: excessive force during application caused the image signal chain to break. Manufacturing defects lead to image interruptions. Furthermore, the event took place near two months after the expiry date of the product. This event is filed under internal complaint ID (B)(4).